Event description:
It is unk if the physician was trained in the use of the starclose se device. Reportedly, there were a number of cases, after clip deployment, were the devices could only be removed with moderate force. Arteriotomy closure with the device clip was successful achieving hemostasis in all of the cases. All of the patients had prior arteriotomy closure in the target groin. It is unk how many times the product experience occurred. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported the starclose se devices used in the closure procedures were discarded; however, the lot number was provided. Eight sterile representative samples with the same part and lot number as the complaint devices were returned for evaluation. All eight devices passed functional testing within specification. No malfunction or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined, based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.